Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional. It was reported that they recently saw this patient in clinic and patient did not mention any of these issues. He did state that his stimulator is working to help reduce his pain.

Event description:
It was reported that they were having issues recharging the implantable neurostimulator (ins). Patient stated that there was a message saying to call medtronic. Agent had patient reset the controller and patient confirmed no visible damage to the controller and recharger. Agent had patient attempt a recharging session and patient was able to see the battery screen with the controller at 100% and the ins at 90%. After few minutes, "system problem rm03"appeared. Agent reviewed the message and sent a request to repair to replace the recharger. Patient also mentioned that their ins battery was depleting faster than before. Agent reviewed the information and redirected the patient to healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.